Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is infection (unknown onset).

Event description:
Patient reported a left side "infection." Patient additionally reported "need plastic surgery to have the wound closed" which has been deemed not device related. The device has been explanted.

Event description:
Patient representative later reported "significantly increased risk for developing bia-alcl," and "pain and suffering."